Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g3; h2; h3; h6. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: item number 00877503601, item name bioloxâ® delta, ceramic femoral head, s, ã¸ 36/-3.5, taper12/14, lot#2708223. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported the patient underwent a right hip procedure. Subsequently, the patient was revised due to femoral stem loosening seven (7) years later. Attempts have been made and additional information on the reported event is unavailable at this time.